Event description:
During testing, it was reported that the device logged several event codes in the memory. Physio-control evaluated the device and found that it would not defibrillate past 80-90 joules. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and found the cause for the lower than the selected energy output to be a shorted diode, cr30. However, the removed assembly delivered more than 80-90 joules; 172 j and 310j output for a 200j and 360j settings respectively.